Event description:
It was reported that the rotawire detached. The target lesion was located in the left superficial femoral artery. A rotowire and rotapro were selected for use. During preparation, the rotawire was positioned and advanced down the leg. While adjusting the rotation speed to 160,000 rpm on the sterile field outside the patient, the speed immediately dropped below 100,000 rpm, and the rotowire became detached. Another new rotowire advanced to the chronic total occlusion (cto) before the first rotawire was removed from the patient. The rotawire was then completely removed, and an attempt was made to load a new rotawire into the burr. However, the burr was unable to load onto rotawire because the detached rotawire was stuck in the burr tip. A new rotapro used to complete the procedure. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the body of the guidewire was kinked from distal to proximal. Kinks of the body were measured from distal to proximal and the distances of each kink were 5 cm, 102 cm, and 122cm. The total length of the guidewire was measured from distal to proximal and it was 327 cm. During product analysis it was observed that the distal tip of the guidewire was detached, and it was 6 cm. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the rotawire detached. The target lesion was located in the left superficial femoral artery. A rotawire and rotapro were selected for use. During preparation, the rotawire was positioned and advanced down the leg. While adjusting the rotation speed to 160,000 rpm on the sterile field outside the patient, the speed immediately dropped below 100,000 rpm, and the rotawire became detached. Another new rotowire advanced to the chronic total occlusion (cto) before the first rotawire was removed from the patient. The rotawire was then completely removed, and an attempt was made to load a new rotawire into the burr. However, the burr was unable to load onto rotawire because the detached rotawire was stuck in the burr tip. A new rotapro used to complete the procedure. There was no patient complication reported.